Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, when removing the sheath sheered 1 cm distal from the hub. Ultrasound was used to identify the right femoral vein, proximal to the bifurcation. A seldinger needle was introduced into the vessel and the vessel was aspirated, after aspiration a guide wire was introduced into the needle. After guide wire placement, an 11 blade was used to lance the skin at the junction of the wire with the blade facing laterally. A 7 fr and 8.5 fr short sheath were then passed over the wire into the vessel. Both passed smoothly and without resistance. The dilator and wire were then removed from the sheath hub, with a left hand placed on the hub to stabilize while the right hand applied light downward pressure to disconnect the sheath from the hub. At the conclusion of the case, the short sheaths were pulled with gentle traction distally. The 7 fr sheath sheered 1 cm distal from the hub. This portion of sheath would have been within the soft tissue during the case. An interventional radiologist removed the remainder of the sheath from patient which added 2.5 hours to the procedure. The patient is stable.